Event description:
On (B)(6) 2022, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the psp nurse found redness and hardness around the peg stoma site with discharges of pus. The psp nurse contacted the treating gastroenterologist, who suggested oral antibiotic, augmentin 1mg 1x2 per day for 7 days. Reevaluation of the stoma site in 7 days.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.